Manufacturer narrative:
The following devices were also listed in this report: unknown triathlon femoral component pa; cat# 5516-f-xxx; lot# unknown; unknown triathlon pa tibial component; cat# 5527-b-xxx; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient underwent tka on (B)(6) 2015 due to oa. Many hematomas were confirmed just after tka. (Many hematomas were confirmed just after the contralateral tka.) Although hematoma decreased, hydrops with hematoma increased and knee swelled 2 weeks after the operation. 200 cc of hydrops were obtained by arthrocentesis. The patient is husky and muscular male.

Manufacturer narrative:
An event regarding hematomas post tka involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned as it remains implanted. Medical records received and evaluation: bleeding is a procedure-related complication of any arthroplasty with often additional and specific patient-related risk factors. The patients body constitution suggests the presence of patient-related coagulation disorders of either genetic or external origin. Device history review: DHR review for the two reported lots determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the two reported lots. Conclusion: it is reported that the patient had hematomas post tka. The exact cause of the event could not be determined as insufficient information was provided. Nonetheless, clinical review indicated that bleeding is a procedure-related complication of any arthroplasty with often additional and specific patient-related risk factors. The patients body constitution suggests the presence of patient-related coagulation disorders of either genetic or external origin. Further information such as lot code details, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent tka on (B)(6) 2015 due to oa. Many hematomas were confirmed just after tka. (Many hematomas were confirmed just after the contralateral tka.) Although hematoma decreased, hydrops with hematoma increased and knee swelled 2 weeks after the operation. 200 cc of hydrops were obtained by arthrocentesis. The patient is husky and muscular male.